Event description:
Reportedly, piece of the blue seal had disengaged from the instrument into the pt cavity and was retrieved to complete the case without further incident. Procedure: lap hole; pt status: no pt injury reported.